Manufacturer narrative:
(B)(4).

Event description:
Procedure type: inguinal hernia repair. According to the reporter: the left side of the balloon inflated but the right side did not. Another device was used to finish the procedure. The case was delayed a few minutes. There was no tissue damage or unanticipated tissue loss. There was no bleeding reported in excess of 250cc. No patient injury was reported.